Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the images produced during screening were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no repot of injury or death associated with the event described in this complaint.